Manufacturer narrative:
On 1/20/2020, the product investigation was completed. Device investigation summary: during evaluation of the sample, it was noticed a pair of creases in the anterior aspect. Within a crease, a tear was observed measuring approximately 10.0 cm extended to the posterior view. No other anomalies were discovered. A fold or wrinkle rupture is a known inherent risk associated with the use of mammary prostheses. As stated in the product insert data sheet, creating wrinkles or folds should be avoided during implantation or other procedures as it can result in rupture in a later time because of the result of the continuous and sustained stresses to the device. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). Trends for all complaints of systemic disease and/or responses will continue to be monitored by mentor quality assurance. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/24/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the patient had a large tumor (abnormality seen on mammogram on left side) and excessive fluid was removed that pathology indicates was from the mentor silicone leak. No malignancy was reported. The pathology report was not provided. This medwatch form is for the right breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 1/9/2019, mentor became aware that the patient also experienced tissue damage and ptosis. On, 1/21/2019, mentor also became aware that the correct date of explantation was (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent breast reconstruction revision with two 350cc mentor memorygel breast implants on (B)(6) 2000, had a mammogram in 2014 that showed possible scar tissue. Mammogram on (B)(6) 2018 shows abnormality in the left breast that requires further testing. The patient also reported joint pain that began in 2015. The patient had an MRI on (B)(6) 2018 that showed bilateral rupture. The patient is scheduled for revision on (B)(6) 2019. This medwatch form is for the right breast prosthesis.